Event description:
Healthcare professional reports with hemochron elite microcoagulation system "got lower than expected result." The procedure was continued using expected results from different hemochron elite microcoagulation system instrument. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method, result, conclusion: manufacturer/eval/investigation currently in process. Itc has requested all data required for form 3500a.